Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Investigation summary: bd received 4 photographs from the customer in support of this complaint, showing underfill and stopper pull out. Additionally, 20 retained samples were draw-tested with deionized water. From this testing, it was determined that all 20 tubes drew within specification. A further 10 retained samples from lot number 4099881, were drawn with water, cap/stopper assemblies were removed and reattached, and samples were left to stand for 15 min. None of the cap/stopper assemblies popped off. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill and stopper pullout based on customer provided photographs. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k2e 3.6mg plus blood collection tubes, stopper pull out within a holder and underfill was seen in 15 tubes resulting in sample leakage. It is unclear if all 15 tubes exhibited one or both defects. No adverse impact was reported regarding the patient or user.